Manufacturer narrative:
Additional narrative: additional product code: hwc. Device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing location: (B)(4). Manufacturing date: september 23, 2013. Expiry date: september 01, 2023. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported there was a surgery for femoral trochanteric fracture was held on (B)(6) 2015 where the nail was implanted. During the surgery, the surgeon performed the simulation with the reported nail. Then, it was found that the hole for the femoral neck screw interfered with the reamer when it was passed through the nail. The surgeon re-tried the passing through with the reamer after reconnecting the nail to the reported aiming arm for proximal femoral nail (pfn) and connecting screw. However, the attempt was failed and the interference occurred again. Eventually, the surgeon decided to use different angled pfn (130°, 10mm of the distal diameter). The new pfn did not interfere. Therefore, the surgeon applied the pfn to complete the surgery. The surgical delay was twenty (20) minutes. No patient harm was reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is not distributed in the united states, but is similar to a device marketed in the u.s. Product investigation summary: an additional test was conducted with the returned pfna nail and the reamer. Results of that test are as follows: a functional test with received reamer was carried our successfully. The reported problem could not be reproduced. The reamer fits into the whole of the nail precisely as foreseen. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was performed for the subject device (part number 473.117vs, lot number 8524000, pfn ø10 short 125° l170 tav green). A functional test was performed using the received subject device and aiming device. The complaint condition could not be reproduced. The aiming device does match the hole for the femoral neck screw precisely. It is likely that there was lateral pressure from soft tissues what may have led to incorrect guidance. The parts in question are in faultless condition despite of their age which is quite old. No manufacturing related issue could be identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.